Manufacturer narrative:
Block b3: exact date unknown, event occurred in mid-(B)(6) 2024.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted device was not released by the facility and will not be returned.